Manufacturer narrative:
(B)(4). The device has not yet been returned for evaluation. When the evaluation is complete or if additional information becomes available a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. Pump with a broken holder was confirmed but not reproduced during product evaluation. The assignable cause was determined to be a damaged syringe holder. The syringe holder was replaced to fix the reported condition.

Event description:
The facility representative reported an infuso.r. Pump with a condition of "holder is broken." This condition occurred upon power up. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.